Manufacturer narrative:
Additional information: correction/removal number.

Event description:
The customer reported there was an angle operation issue with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. Upon further evaluation, service found there was no angulation due to a broken angle wire. In addition, service observed a leak due to a perforation of the forceps channel. The bending section of the tube and the insertion section of the tube were crushed due to external factors. The image guide bundle was bent, and the light guide coil was broken. The control unit main body demonstrated fluid ingress. The eyepiece main body index was peeling, and the up/down plate had scratches. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.